Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was overheating. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that the sensor was overheating. The sensor was inserted into the arm on (B)(6) 2025. The product was evaluated. An exterior visual inspection was performed and passed. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).